Event description:
The customer was hospitalized for high bgs. The customer did not feel well to troubleshoot the device. The customer opted to continue back plan as per md. Several days later the customer called to perform the lead screw test and passed. The customer was given a new antibiotic to fight off infection.